Event description:
It is reported the surgeon had difficulty snapping in the 36mm liner into the shell. After a number of tries, another 36mm liner was opened and snapped in on the first try.

Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.